Event description:
Lay reporter/ spouse contacted lifescan (lfs) in 2005 alleging that pt's one touch basic meter had been displaying false low readings. The medical affairs specialist (mas) mailed a letter 3 days later, since the lay user / pt coult not be reached by telephone for further clarification. Spouse originally contacted lfs and mentioned that pt had been obtaining very low readings of 42 mg/dl and 56 mg/dl. The pt experienced blurred vision after attempting to use the meter. The spouse treated pt with two glasses of juice t hat was sweet. The pt's spouse contacted emergency services and when they arrived they treated the pt with a shot. There is no info on what the reading was on the paramedic's meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, the readings prior to the incident, the reading on the paramedic's meter and whether or not the pt was taken to the hosp. The customer care agent (cca) verified with the spouse that the technique used for applying the blood on the test strip was correct. The pt had not been cleaning the meter according to the owner's booklet. The pt did not have check strip to check the meter. The test strips that the pt had been using were expired. Using expired test strips can lead to false blood glucose readings. Cca sent the pt a new meter.